Event description:
I had breast implant put in in (B)(6) of 2013. By (B)(6) 2013, I was in early menopause, stopped ovulating had severe migraines, low levels of progesterone. Dhea, and testosterone. Was diagnosed with chronic fatigue, fibromyalgia, endometriosis, and hypothyroid. Had symptoms of arthritis. Chemical, food and exercise intolerance. None of these symptoms were present before implants. All of these symptoms were gone after having implants removed. Otc meds: gradually eliminating replacement hormones as my levels normalize.